Event description:
On 2/25/97, resident had unnecessary suffering from a sling recommended for the lift. Sling was used at approx 1535, in which the resident was being transported with assist of two nursing assistants from the bed to the wheelchair without problems. The resident then went to the tubroom per wheelchair without difficulty. It was not until 1545, that the resident experienced a fear of helplessness that she will always remeber. While in the tubroom preparing for a bath two nursing assistants reused the sling that was still in place around pt's lower body. As resident was elevate a few feet from the floor three sling straps broke completely away from the lift sending pt's body directly to the floor. Fortunately, resident only suffered bruising but the emotional trauma will stay forever. This has not been the first occasion the facility experienced a strap break. Facility has written to the co in the past and feels this is a danger to all who use it.